Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative confirmed the reported issue. He's going to replace the shaft angle encoder to solve the problem. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message associated to a shaft encoder fault during maintenance. The pump speed could not be controlled through the knob and the pump did not rotate. There was no patient involvement.